Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of the medial condyle being unsupported by posterior bone, which allowed for bending fatigue failure of the condyle. The most probable root cause associated with a partial or full-thickness crack in the device materials, either during implantation or sometime after. Do not use if broken device is a screw.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, the primary knee arthroplasty was implanted for osteoarthritis in an 83-year-old male. Then, approximately 19 years later the patient had a revision due to radiographs demonstrated a fractured medial condyle of the femoral component due to varus collapse. Routine blood tests and inflammatory markers were all within the normal range. A joint aspirate was negative for bacterial growth. The patient underwent a single-stage revision tkr using the previous midline incision. The fractured femoral component was immediately evident with a transverse fracture through the weight-bearing portion of the medial femoral condyle. There was no evidence of cement bonding to the prosthesis and some fibrous on-growth observed. Reported from a journal article.